Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right ventricular lead exhibited loss of capture, loss of sensing and was dislodged. The lead was repositioned successfully. The patient was in good condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).